Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d4: lot number d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, it was reported that the patient experienced a leak from the infusion set cannula. The symptoms were noticed after three or more hours of insertion. The insertion site was located on the abdomen. At the time of the incident, the patient's blood glucose level was 261 mg/dl. The patient was treated with a correction bolus. Additionally, the patient reported bleeding at the insertion site. No further information available.